Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminexx vascular stent, prior to procedure, the stent failed to advance over the guidewire as intended. Additionally, a rubber component detached from the delivery system. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Investigation summary: a physical sample was returned for evaluation and the t-luer adapter was found detached from the slider. The stent was still loaded in the delivery system. However, during testing, the device could be flushed and a guidewire advanced through the delivery system freely which leads to inconclusive results. Therefore, the result of the investigation, it was reported that a 0.035 guidewire was used for access. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed result for detachment. A definite root cause of the reported incident cannot be identified. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instruction for use states visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. Regarding precautions, the instructions for use states. The e-luminexx vascular stent is only compatible with a 0.035-inch (0.89 mm) guidewire". With regards to preparation, the instructions for use states prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Attach the saline filled syringe to the two female luer ports, the first of which is located at the proximal end of the device and the second of which is found within the t-luer adapter. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". B5, g3, h6 (impact, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminexx vascular stent, the stent failed to advance over the guidewire as intended. Additionally, a rubber component detached from the delivery system. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.